Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that, during an implant attempt, the patient anatomy was tortuous and the lead was difficult to position/fix and the thresholds were unacceptable. A different lead was selected for placement in a smaller vein and was implanted successfully. No patient complications have been reported as a result of this event.